Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's controller was alarming "connect power" for two to five second increments while connected to power. This occurred both on wall and battery power. Log files were submitted for review which captured a lot of power cable disconnect alarms as well as odd voltage trends while the patient was connected to batteries which indicated a weak connection between them. On one occasion, these power cable disconnect alarms became a no external power alarm where the ebb was used for 15 seconds. This could also have been the result of the patient having both power leads disconnected at the same time for a longer duration of time. It was recommended to clean the battery clips and battery contacts with an alcohol wipe. It was also noted that in the periodic log file, there was an event on 24dec2025 that looked like the pump was restarted after communication faults and a low pump current alarm. The alarms were resolved by replacing the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. It was noted that in the periodic log file there was an event of 24dec2025 that looked like the pump was restarted after communication faults and low pump current alarm. Review of the submitted log files observed data on 24oct2025 are consistent with patient implant with the left ventricular assist device (lvad) not being connected yet. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is are currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.